Event description:
It was reported that the device went into software reset mode. All the parameters on the device were normal. Upon re-interrogation of the device, the software reset alert was still present. A successful device download was later performed, and the device was restored to normal operation.